Manufacturer narrative:
The pod will not be returned to the manufacturer for evaluation. We are unable to confirm any blockage of the cannula that may have restricted insulin flow within the fluid path. No conclusion can be reached at this time. The customer stated that the cannula appeared to be "blocked with a bunch of white stuff in it." It is unknown what this substance might be - without the pod returning for investigation, the composition of the reported "white stuff" cannot be identified. Despite the reported blockage to the cannula, however, there was no report of an occlusion alarm. The pod would have initiated an occlusion alarm if the flow of insulin was restricted/prevented by the blockage. The omnipod user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently in order to notice and react quickly and appropriately to any issues. The patient remedied the situation by removing and replacing the device per user instructions.

Event description:
The customer's mother had removed her daughter's pod because her bg levels had reached 380 mg/dl and weren't "coming down". She thought maybe the cannula had not been inserted, but after inspecting the cannula upon removing the pod, she noticed that it was "blocked with a bunch of white stuff in it". The pod will not be returned for evaluation.